Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a graft of a mildly tortuous and moderately calcified superficial femoral artery (sfa). A 6.0x100,75cm mustang¿ balloon catheter was advanced for dilation. However, upon the second inflation, the balloon ruptured at 12 atmospheres. The physician suspected that the issue occurred because the balloon came in contact with a previously implanted stent. The procedure was complete with another of the same device. No patient complications were reported and the patient's status was good.